Event description:
This is a spontaneous report by a physician from (B)(6) of catheter site infection and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient developed a catheter site infection (tunnel infection). It was not reported if there was a break in aseptic technique. On (B)(6)2010, the patient developed peritonitis due to the catheter site infection and was hospitalized for the event. It was not reported if the patient had any peritonitis episodes within four weeks prior to this current episode. On (B)(6)2010, the pd catheter was replaced. On an unknown date, the patient was treated with unspecified antibiotics. It was not reported if the patient or her family were retrained on aseptic technique. On (B)(6)2010, the patient recovered from the events and was discharged from the hospital. Pd therapy was ongoing. The physician stated the events of catheter site infection and peritonitis were unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The probable cause for the event of peritonitis is the patient's medical condition; the physician stated the patient developed peritonitis due to the catheter site infection and was hospitalized for the event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.